Event description:
It was reported that the device alarmed full blockage. Delay under 30 minutes reported. No backup available reported.

Event description:
It was reported that the device alarmed full blockage during inspection. It was confirmed that no patient was involved when this occurred. No harm nor injury.

Manufacturer narrative:
Additional information was received from reporter stating that there was no patient involved when the device alarmed full blockage. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.